Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
The patient is implanted with two leads from the same lot.it was reported the patient is no longer receiving effective stimulation. Reprogramming was unable to provide effective stimulation without rib stimulation. A CT scan was taken and showed lead migration. Follow up information identified the patient underwent surgical intervention on (B)(6) 2015 where both leads were explanted and replaced. The patient is now receiving effective stimulation.